Manufacturer narrative:
Additional information: operative reports were received from the reported event containing additional event details and the patient identifier. Note: patient full name and other identifying information on the operative reports was redacted.

Event description:
A site representative, equipment coordinator, reported that while in a functional endoscopic sinus surgery (fess) procedure, the surgeon alleged an inaccuracy. Noted was that the surgeon registered successfully and was navigating for a while before the inaccuracy occurred. After navigating for a short time, the surgeon noticed the patient was bleeding a bit more than expected. The surgeon opted to continue and completed the procedure with the use of the navigation system. The site equipment coordinator reported that toward the end of the procedure, the patient was still bleeding more than expected and was transferred to the neuro ICU. There was no delay in the procedure. No further details were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Additional information: operative reports were received from the reported event containing additional event details and the patient identifier. Note: patient full name and other identifying information on the operative reports was redacted.

Manufacturer narrative:
Additional information: operative reports were received from the reported event containing additional event details and the patient identifier. Note: patient full name and other identifying information on the operative reports was redacted.